Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated once up to 10atm. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.